Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. It was reported that the manufacturer representative (rep) stated that they got a call from the hospital about a patient whom when they gave themself a patient-activated bolus had chest wall pain and numbness. The rep stated that the physician ruled out an inflammatory mass but was unsure what was done to rule this out. The manufacturer's technical services specialist (tss) discussed any recent falls or trauma, drug reaction, but the rep was unsure what drugs were being used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was unknown if the patient¿s hospitalization was related to the device or therapy. Imaging was used to rule out the inflammatory mass. The cause for the patient¿s chest wall pain and numbness when using the pa bolus was undetermined. It was unknown what actions and interventions were taken to resolve the issue and if the issue was resolved.